Manufacturer narrative:
Weld on footrest.

Event description:
It was reported by phone that there was a broken weld on the stair chair footrest. Patient involvement and adverse consequences are unknown.